Event description:
On (B)(6) 2011 had mentor smooth saline breast implants 350cc. Within 5 years they have caused auto immune issues resulting in being diagnosed with lupus. Insomnia, brain fog, gut issues. Plastic surgeon did not advise me of potential risks of implants. Have since explanted and feel better. Routinely seeing rheumatologist.